Manufacturer narrative:
The returned device has been forwarded to navilyst medical's PICC subassembly modeling supplier, pelham plastics, for evaluation and a supplier corrective action review (scar) response. Upon receipt of the completed scar, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by the hospital, during a procedure set-up, it was observed that the lumen with the red valve of a 6f triple-lumen PICC device could not be flushed. The device was not used on the patient, and the patient condition was not affected. The catheter was returned to navilyst medical for evaluation was received on (B)(6) 2011. When the catheter was dissected to determine the source of the obstruction, a piece of what appeared to be clear plastic was found lodged within the catheter lumen approximately 0.5cm distal to the nose of the suture wing. The fragment measured approximately 4mm x 1mm.